Manufacturer narrative:
The evaluation of the returned system controller could not confirm the reported issue of difficulty connecting the driveline to the system controller. During testing the system controller was connected to different pump without issue each time. Furthermore, the returned system controller was functionally tested and was found to operate as intended during the analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced external distal end percutaneous lead (driveline) replacement performed on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-00673. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months (calculated from the date when the system controller was issued to the patient at the original implant on (B)(6) 2014). The device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s system controller produced a driveline fault alarm on (B)(6) 2017. Log file analysis by the manufacturer¿s technical services representative revealed that the driveline fault alarm was not associated with driveline compromise. The system controller was exchanged. During the system controller exchange, it was reported that the driveline would not completely insert into the backup system controller. Both the patient¿s primary and backup system controllers were then exchanged. The patient was asymptomatic.